Event description:
During placement of screws to repair a right fractured elbow, a drill bit tip broke due to the patients hard bone quality; the drill bit tip was retained within the canal of the ulna.